Manufacturer narrative:
Correction: the gender of the patient is male; not female as previously reported.this report is filed january 21, 2016.

Event description:
Per the clinic, the patient developed an infection at the incision site. Subsequently, the device was explanted on (B)(6) 2015.

Manufacturer narrative:
(B)(4).